Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 5 months. The pump remains in use supporting the patient. A correlation between the device and the reported elevation in the patient's lactate dehydrogenase level could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that labs obtained during a clinic visit on (B)(6) 2016 showed that the patient¿s lactate dehydrogenase (ldh) level was elevated at 696 u/l. The patient was admitted to the hospital on (B)(6) 2016. On admission, repeat ldh was 608 u/l. The patient showed no other signs of pump thrombosis; the patient denied lvad alarms, headaches, or syncope. Unspecified changes to the patient¿s medication were made. Throughout the hospital course, the patient¿s ldh fluctuated between 500-600 u/l. A ramp study performed on (B)(6) 2016 was negative for pump thrombosis. The patient was subsequently discharged home. On discharge, the patient¿s ldh was reported to be 566 u/l, haptoglobin was less than 8 mg/dl and plasma free hemoglobin was pending. Lvad flows were reportedly normal. The issue reportedly resolved by (B)(6) 2016.